Manufacturer narrative:
Gambro has issued a rebuild order, ro 004, regarding mandatory scale replacement to address the issue with drifting scales. All scales were changed on this machine. The machine has been verified to operate within MFR's spec after the exchange of the scales and have been authorized to return to clinical use. There was no blood loss or other clinical consequence to the pt as a result of the reported incident. Further investigation into this incident is ongoing.